Event description:
It was reported by the customer that on (B)(6) 2010, there was fiber breakage and the fiber tip burned at 61,577 joules. No patient injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap had fractured and partially broke off.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two cartridge reloads present. One reload was loaded in the device (g5y75h) and had all staples present with two protruding staples. A second cartridge was returned (g5yrl4) and had all staples present with four protruding. The device was tested for functionality with the returned cartridge reloads without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper shapes. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a colon resection, the surgeon fired the device across the colon with the blue staple height selected; after the 7th firing, the surgeon observed the staple line and the staples were malformed; some were open ended. They completed the procedure with a new like device. There was no patient consequence reported.